Event description:
Sonova received a complaint involving phonak l90-r used by a 6-year old child. While at school using the hearing aid under regularly, he complained that the device was becoming hot and his teacher removed it from his ear. The device then stopped functioning entirely. Fortunately, no injury occurred, but the incident was concerning due to the overheating occurring directly in a child's ear.